Event description:
The customer stated that the architect i1000 analyzer generated a positive toxo igg result of 7.5 iu/ml. The sample was negative with siemens centaur, axsym and vidas. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. (B)(4) false positive result. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: service history and complaint record review. (B)(4)/aberrant result, the customer's service history for the architect i1000sr analyzer was reviewed and did not identify a system issue that may have contributed to generating a (B)(4) toxo igg result. Further information from the customer indicates the suspect sample was (B)(4) for p35 by (B)(4). Therefore, the architect toxo igg result may be a (B)(4) result. The architect toxo igg package insert was reviewed and was found to adequately address the issue of specificity. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.